Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The issue caused the customer's blood glucose level to read "high," exceeding 500 mg/dl. To address the high blood glucose level, the customer administered a correction injection via multiple daily injections and did not require third-party assistance. To resolve the occlusion events, the customer changed the infusion set and cartridge and resumed insulin use.